Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump with instructions to contact support if any issues reappeared.